Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an unknown "system error" message and inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "5v self check failure- 1172" message and inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the customer's reports of self check failure 1172 and device shut off were observed during review of the device data logs. However, the device passed full functional testing including power cycling without duplicating the report. An internal inspection found a damaged shield and we do know the device was in close proximity to an MRI unit. The shield and smart pneumatic module board were replaced as a precaution. The device was recertified and returned to the customer. It cannot be determined in the log how far away the device was from the MRI machine. Zoll states to place the ventilator behind the 2000 gauss field line or 6 feet 6 inches from MRI bore opening. It is also unknown if the user followed these recommendations when operating the device in an MRI environment. Analysis of reports of this type has not identified an increase in trend.